Event description:
The following is based on medical records and information included in the initial attorney's report: on (B)(6) 2007 pt underwent vaginal sling, transvaginal hysterectomy, anterior colporrhaphy, four corner bladder suspension augmented with multiple non-davol devices. On (B)(6) 2008 pt was implanted with bard flat mesh during an unspecified pelvic procedure. On (B)(6) 2013 pt underwent excision of the previously placed non-bard mesh and was implanted with a bard flat mesh during a procedure to treat vaginal prolapse, rectocele, and stress urinary incontinence. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical interventions, defective mesh.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The medical records indicate that the pt has undergone multiple pelvic procedures and has been implanted with multiple pelvic devices. The medical records provided included a limited amount of information; therefore, we have contacted the initial reporter to request additional information. No specific device failure has been alleged and the medical records indicate that the mesh remains implanted. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted. See MDR 1213643-2013-00473 for information related to the bard flat mesh implanted on (B)(6) 2013.